Event description:
Additional information was received indicating an invasive procedure was performed to revise this lead. When the pocket was opened the lead was found to have wrapped around the device due to twiddler's. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a decrease in r-wave measurements along with an increase in pacing threshold measurements. A chest x-ray was performed which revealed the lead had pulled back and there was coiling of the lead around the device. A second chest x-ray was planned and a lead revision procedure was being considered. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspections of the terminal pin assembly, lead body, and electrode tip found the lead body was twisted. The helix mechanism was retracted with no anomalies noted. Laboratory testing was unable to reproduce the reported changes in lead measurements. Analysis confirmed the observed twist in the lead body.